Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "sheeting" of a homechoice cassette was loose; further described as, ¿about one third of the flap was not connected on the right side of the cassette (opposite of the tubings)¿. This was observed before patient use and the patient did not use the cassette set. There was no patient injury or medical intervention associated with this event. No additional information is available.